Manufacturer narrative:
Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that a patient's ipg has flipped inside the pocket. As a result, the patient is experiencing pain at the ipg implant site. Surgical intervention may take place at a later date to address this issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.